Event description:
It was reported that the balloon ruptured. A ranger paclitaxel-coated pta balloon catheter, 6.0 x 200mm, 90cm was selected for use in the endovascular therapy procedure. The target lesion was located in the superficial femoral artery (sfa) and was 99% stenosed with moderate tortuosity and calcification. The ranger was advanced to the target lesion and inflated once to 12 atm for 10 seconds before the balloon ruptured. The ranger was removed from the patient without issue and replaced with another ranger paclitaxel-coated pta balloon catheter to complete the procedure. There were no reported injuries for the patient, and the patient was in good condition following the procedure.